Event description:
During a premature ventricular contraction procedure, the ablation catheter temperature was at maximum and the power did not go up (blocked around 5-10w) and the procedure was cancelled. The area was changed which did not resolve the issue. The patient was moving alot and it was decided to stop the procedure without changing catheter.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported power delivery and unexpected temperature control issue was confirmed. A simulated ablation was performed and no temperature or power delivery anomalies were noted. Further inspection of the distal electrode indicated the tip thermocouple was inadequately bonded within the distal tip well, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the temperature issue was determined to be consistent with a design related issue. A corrective action was initiated to investigate this failure mode.